Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved?" This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: bjs 2018; 105: 106¿112; doi: 10.1002/bjs.10652. (B)(4).

Event description:
It was reported in a journal article with title: patient-reported rates of chronic pain and recurrence after groin hernia repair. The purpose of this study is to compare the rate of persistent pain 1 year after hernia repair in routine surgical practice, and also the rate of reoperation for recurrence, for different surgical methods. Surgical methods included open anterior mesh (oam) repair (lichtenstein), endoscopic total extraperitoneal (tep) repair, laparoscopic transabdominal preperitoneal (tapp) repair, combined anterior and posterior (cap) techniques (plug; prolene hernia system (ethicon), open new simplified totally extraperitoneal hernia repair), and open preperitoneal mesh (oppm) techniques. 1022 patients (male 934 and female 88; mean age: 62.4 years; bmi: 24.8) underwent combined anterior and posterior (cap) techniques. In cap group, reported complications included recurrent hernia (n-75) in which 7 patients had re-operation for recurrence, pain score 4 or more (n-153), pain score 5 or more (n-106), pain score of 7, and chronic pain. In conclusion, the risk of significant pain 1 year after groin hernia repair in routine surgical practice was 15.2 per cent. This figure was lower in patients who had surgery by an endoscopic technique, but at the price of a significantly higher risk of re-operation for recurrence.